Manufacturer narrative:
The customer entered the incorrect strip code on the meter prior to testing. Strip codes are lot specific and are directly used to calculate the inr and qc values. Use of the incorrect code can result in incorrect results and error messages. The customer's improper use of the meter may have contributed to the observed precision issue. Technical support identified several customer technique issues which included: milking the finger after the finger stick was performed, repeating the finger stick on the same finger, not using the first drop of blood during application, and a delay in sample application. Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause errors or inaccurate results. Performing the finger stick on the same finger may have caused contamination from the previous finger stick site. Be advised the customer is to apply the first single hanging drop of blood onto the sample well during sample application. Lastly, a delay in sample application may prematurely initiate clotting. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 1.4, 2nd inr 2.4, 3rd inr = 1.9, mean = 1.9, sd = 0.50, %cv = 26.32. The test failed the criteria for precision, generating a %cv greater than 20%. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio meter (test 1) = 1.4, inratio meter (test 2) = 2.4, inratio meter (test 3) = 1.9, reference = 1.6, mean = 1.83, confidence limits = 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Inratio meter inr results from test 2 was outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. It is unknown how much time elapsed between the initial inratio inr results and the additional inratio inr value and the laboratory reference value provided by the customer. Tests should be performed no longer than three hours between the readings. If the time of the tests exceeds three hours, changes in patient's status may contribute to unexpected inr values. Results are not considered valid if the length of time between the readings exceeds three hours. In-house therapeutic donor testing was performed on reported lot # 312524 on 08/14/2013. Results as follows: donor (B)(4): inratio 2.9, 3.1, 3.1, reference 2.74, bias threshold 1.74 - 3.74, %cv 3.81. Donor (B)(4): inratio 1.7, 1.7, 1.7, reference 1.58, bias threshold 1.08 - 2.08, %cv 0.0. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test results comparison did not meet accuracy or precision criteria. Timing between replicates was not provided. If the data points provided exceeded 3 hours testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Customer did not use the strip code assigned to the lot in use. The code provides the calibration information which directly calculates the inr. Use of the incorrect code can result in errors or inaccurate results. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. As of 08/22/2013, (B)(4) discrepant complaints have been reported for the production lot yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio 1.4 vs 2.4. Therapeutic range unknown. Time between tests: less than 15 minutes. The strip code was not accurate; patient self tester was milking finger after finger stick and repeated finger stick on the same finger. The sample was not applied immediately after finger stick and the first drop of blood was not used. Patient self tester called to report results as requested by technical service. Results obtained within 1 hour. 8/1 lab = 1.6. 8/1 inratio = 1.9.